Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced insulin flow block alarm event on (B)(6) 2026. The blood glucose level was 360 mg/dl and the patient was treated with insulin by pen. No further information available.